Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report from a user who was unaware of the recall and continued using the affected device. The user reported that a foreign substance entered her nose, leading to the formation of a fungal ball. She also noted that the bone in her nose and sinuses had been eroded, potentially requiring surgery. The user's primary care physician treated her for a sinus infection. Following this, the patient visited an ent specialist, who conducted an x-ray. Surgery was initially planned, but the patient forcefully blew her nose, causing the infection to expel. The ent sent the contents from her nose to pathology for further examination. The patient stopped using the device and her condition resolved. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report from a user who was unaware of the recall and continued using the affected device. The user reported that a foreign substance entered her nose, leading to the formation of a fungal ball. She also noted that the bone in her nose and sinuses had been eroded, potentially requiring surgery. The user's primary care physician treated her for a sinus infection. Following this, the patient visited an ent specialist, who conducted an x-ray. Surgery was initially planned, but the patient forcefully blew her nose, causing the infection to expel. The ent sent the contents from her nose to pathology for further examination. The patient stopped using the device and her condition resolved. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Box d, g and h has been updated/corrected in this report.